Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm; (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm; (B)(6) 320-15-06 - rs glenoid plate ext cag +10mm cage peg; (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6) 320-20-00 - eq reverse torque defining screw kit; (B)(6) 320-42-00 - 145-deg pe 42mm hum liner +0. **serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6) 320-06-42 - glenosphere 42mm; (B)(6) 320-15-05 - eq rev locking screw; (B)(6) 320-20-18 - eq rev comp.

Event description:
As reported, the 75 year old male patient had an initial left tsa on (B)(6) 2015. The patient was revised from an exactech anatomic shoulder to a reverse shoulder on (B)(6) 2020 by dr. (B)(6). The patient recently reported a change in shoulder function. X-rays taken showed the humeral tray was broken. He reported that he has not experienced any traumatic events involving the shoulder in question. Revision surgery was performed on (B)(6) 2024. The poly, broken tray, and glenosphere were explanted. The tray was broken into multiple pieces. Intraoperative x-rays showed one piece of the tray had migrated distally down the humerus. Dr. Brown did not attempt to remove the piece. The glenosphere was replaced with a 42 standard. The tray and liner were replaced with a +5 tray and 2.5 liner. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.